Manufacturer narrative:
H6. Component codes: updated. Investigation summary: no product sample was received. The customer provided pictures of the defective sample. Review of the photos showed that the pro-vent filter (mx868) was missing from the plunger tip assembly. The physical appearance of the sample (presence of blood) suggest that it was used. When wetted, the filter acts as a barrier against fluid leakage. In process, the supplied filter component is assembled to a supplied plunger tip by automation. The missing filter would most likely cause leakage to occur. The lot acceptance for missing components is based on c=0 (critical). Although the complaint was confirmed, without a product sample, it could not be determined how it detached from the plunger tip. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the ICU department doctor collected blood, there was leakage of blood at the end of the tube, which became a blood contamination. There was patient involvement, and no patient harm/adverse event reported.